Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The customer declined troubleshooting for it. The customer also stated that, the sensor had cannot find sensor signal alert. The device is expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and was inspected performed continuity resistance test. And sensor passed per specification. Performed sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.